Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic low anterior resection, while firing across the colon, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. A new device was used to complete the case. No injury.